Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a left anterior descending artery (lad) angioplasty, in a mildly tortuous and moderately calcified, tight lesion, the balloon ruptured at 8 atmosphere (atm). There was no adverse patient sequelae reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.